Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/18/2019. Customer requested support for parts ID for power supply. Customer indicated the mains led was intermittent but did not care to troubleshoot only requested parts ID. Customer support provided parts ID for supply as requested. Customer cannot be reached for confirmation of resolution. If the customer calls back or parts are returned, the record will be reopened.

Event description:
Caller reports that the mains led is intermittent and requested part number for the power supply. No patient/user harm reported. Event date not specified; estimate used.